Event description:
After patient (B)(6) had abdominoplasty, a symbios go pump was filled with 0.25% marcaine and used for post-operative pain relief. The day following surgery the patient reported significant drainage into the drainage bottle. The physician noted one of the elastomers had completely emptied. The pump form factor is 300 ml dual. Meaning, each of the two sides is intended for a volume on each side of 150 ml. Once the pump was returned to symbios, the investigation determined the flow restrictor had been displaced which could result in a rapid flow of local anesthetic.

Manufacturer narrative:
Raw material dimensional incoming inspection records were reviewed, as well as lot release data and all were found to be within acceptable limits. A CAPA has been initiated to further investigate potential root causes for this failure, and ultimately what could be done to further reduce the risk of recurrence.